Manufacturer narrative:
Qc was within established ranges prior to and after the event a system check run in early 2009 was passing within instrument specifications. The customer collects accu tni specimens in plastic bd sodium heparin tubes, and centrifuges samples at 3,500 rpms for 10 minutes. A field service engineer (fse) was dispatched: a) the fse performed a diagnostic testing which failed. B) the fse replaced several hardware components and then reran the diagnostic testing which passed within instrument specifications. C) the fse verified repair per established procedures and all the results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A patient sample was tested for troponin (accu tni) and a result of 0.75ng/ml was obtained. The original sample was re-tested and repeated result was 0.04ng/ml. The erroneous result was not reported out of the lab. Patient treatment was not affected in connection with this event.